Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection, during mesorectal dissection, the internal mechanism of the movable top jaw broke. The movable top jaw was damaged/loose and was still attached to the device, but was not able to open or close. The surgeon attempted to manually open the jaws and the device was not on a vessel or artery when it would not open. The surgeon did not continue the case with the same device. There was no adverse consequence for the patient.

Manufacturer narrative:
(B)(4). Batch # p94k33. Additional information received: sales rep informed us that the lot of the device being returned is p94k33. However, please note the original packaging and the internal tyvek packaging stated the lot was r92077 (which was originally reported). Lot number is r92077. Batch number is p94k33. Corrected data: device manufacture date is 12/19/2017.

Manufacturer narrative:
(B)(4). Investigation summary: the device was received with no apparent damage. During mechanical testing the jaws would not open nor close completely so no functional testing could be performed. The device was disassembled and the proximal gear was missing two teeth and they were not returned. The damage to the proximal gear prevented the jaws from opening and closing. Although the gear teeth may have been discarded or lost after the device was removed from the surgical field, our findings raise the possibility that the pieces could have been left in the patient, though this device is used in open procedures and the gear and gear teeth are in the handle of the device. We are sending this letter in an effort of helpful transparency in the event of an unexpected post-operative complication. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.